Manufacturer narrative:
Beckman coulter customer technical specialist (cts) assisted the customer to determine the source of the leak. The cts had the customer to check at the float sensor in the reservoir and it appeared to be in the proper position. The cts also advised the customer to run diagnostic software to check if the diluent sensor status was in the "on" position which the customer confirmed. The cts had the customer reboot the instrument and check if the diluent reservoir was filled to the proper level. The diluent reservoir may contain diluent while in operation and cleaner while in shutdown. The customer ran a startup on the instrument to verify the instrument's performance and no further leaks were observed. The float sensor being in the wrong position contributed to this event. (B)(4).

Event description:
The customer reported to beckman coulter, (bec), that while running a startup on the coulter act diff 2 analyzer, they noticed a leak of clear fluid underneath the instrument. The volume of the leak was reported by the customer as 5 ml and the leak was not contained within the instrument. The customer also stated the diluent reservoir was filled to the top and was overflowing into the instrument. The customer was wearing personal protective equipment (ppe), consisting of gloves, laboratory coat and protective eyewear. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. No patient results were affected. There was no death, injury or effect to patient treatment reported in connection to this event.